Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding procedure performed on (B)(6), 2010. According to the complainant, during the procedure, it was reported that although an audible click was heard, the band would not deploy off the ligator head. In addition, it was reported that they thought they provided aspiration however, when they deployed the bands, they deployed away from the target area. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.